Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the dura mater during an open neurosurgery, the needle broke while detaching from the thread. The 15mm of the needled remained with the thread and 2mm of the needle was torn. The thread was cut manually to complete the case. There was no patient injury.